Event description:
It was reported that a novum iq large volume pump under infused during delivery. The device was infusing an unspecified antibiotic. The expected infusion time was 30 minutes; however, after about 45 minutes to an hour, it was observed that the antibiotic infusion bag was still half full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: update date to 02/25/2025. Additional information was added to d9, h3, h6 (update codes), and h11: h11: the device was evaluated on-site. The event history log review identified a programmed primary infusion of plain intravenous (IV) fluid at a rate of 50 ml/hr for a volume to be infused (vtbi) of 700 ml and a secondary infusion added approximately 12 hours later of piperacillin-tazobactam for 200 ml/hr at vtbi 100 ml. Additionally, a downstream occlusion alarm was observed during this infusion and the user switched off the device. A downstream occlusion sensor test, an upstream occlusion sensor test, and a flow rate accuracy test were performed with no issues noted; the device met testing specifications. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.